Event description:
Healthcare professional reported no complaints against right side device. Healthcare professional later reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation device and white particles observed, on the device.

Event description:
Healthcare professional reported, no complaints against right side device. Healthcare professional, later reported, right side capsular contracture, baker grade IV. The device has been explanted.